Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 311 mg/dl. The customer was admitted to the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was treated with (B)(6) and soda. The customer was admitted to the hospital. The customer was advised to speak with their health care provider regarding low blood glucose. The customer passed the displacement test. The customer was advised to monitor pump.